Manufacturer narrative:
Raised temperature.

Event description:
On (B)(6) 2010, stryker pharmacovigilance received a report from a physician in (B)(6) who stated that in some recent cases in which he used op-1 for spinal lumbar fusion surgeries, pts were exhibiting elevated temperatures postoperatively. No other info was received with the initial report. Additional info will be requested.